Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that their implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing. Programming changes were made to address the issue. There were no patient consequences.